Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. During the procedure, a mitraclip was successfully placed and deployed. After deployment it was noted that the clip may have opened, but it was unable to be visualized. After the procedure, it was initially easy to remove the sgc from the stabilizer. The sgc was then inserted into the stabilizer and it was very difficult to remove the sgc from the stabilizer. After few attempts, it was possible to remove the sgc from the stabilizer with excessive force. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and based on the images/cine review and the information provided by the account, the investigation was unable to determine the root cause for the reported unintended movement associated with clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.